Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: per the sales rep, the procedure started as vats. The sales rep explained that per the surgeon, the tissue was irradiated, there were numerous adhesions, and it was a difficult case. It took a long time to free the lung and there was a lot of difficulty gaining access to the vessels. The surgeon converted to thoracotomy after 3-4 hours due to it being such a challenging patient. It was unknown if the intrapericardial pneumonectomy was planned or if it was decided during the case to access the structures through the intrapericardial space due to the challenges. After 4-5 hours into the case, the surgeon was trying to gain access for a vessel firing. The surgeon usually uses a red rubber catheter, so he tried that, but it did not work. He then tried to put the stapler around the vessel, but that did not work either. The device was removed from the patient and the tech mistakenly removed the cartridge. The cartridge was replaced with a fresh cartridge even though the tech should not have removed it to begin with. The device was handed back to the surgeon to attempt the vessel firing again. The firing was inside the pericardial space, next to the left atrium, and a pulmonary vein was being divided. The sales rep stated that he was not sure if device was even fired, but the surgeon removed the device and asked for suction. Bleeding ensued and rep excused himself after approximately one minute. The patient death was confirmed about 30 minutes later. When the surgeon broke scrub and came out to speak to the sales rep, he said it wasn¿t the device, so don¿t worry. Per the surgeon, it could have been a tissue issue versus a mechanical stapler failure. On monday, when the sales rep spoke to the surgeon again, he said the staple line failed proximal to distal. It was unknown if the surgeon looked inside the cavity after sales rep left or if an autopsy could have been performed. Per phone call with (B)(6) on 10/9/15: it was the inferior pulmonary vein, took a while to dissect, but no issues, and it was not huge. The white load got past it, and the device was fired - all staples fell apart and the patient exsanguinated. The staple line fell apart from proximal to distal ¿ from the crouch distally. The vein was behind the cut line on the device. The surgeon noted that the veins were decompressed because of being partially obstructed by the tumor. There was no tumor in the staple line ¿ tumor was extrapericardial. He stated that he may have pulled up a little bit of atrium, but not much. He provided some background on his usage of the (B)(4); he had been using the stapler for 6 months and felt it was equivalent to covidien. When asked if an autopsy had been performed, he stated that the family had refused an autopsy. During discussion and in response to questions from engineering, dr. (B)(6) stated that it was an open case at that point and he was working in a tight spot. The device felt like it closed normally, there was no resistance, and it felt smooth. He was able to visualize the distal end of jaw. The tissue did not cross the cut line on device. Upon firing, bleeding occurred on the second beat of the heart and he never got a look at the staple line. The atrium could have been slightly in jaws and he needed a thicker load. Neither he, nor the surgical staff had looked at the load after firing (did not look to see if blue drivers were up) ¿ everyone was focused on the exsanguination. It was not a mechanical stapler failure ¿ should have used a gold load. As it was thicker tissue, a thicker stapler could have prevented the issue.

Event description:
It was reported that during a vats converted to thoracotomy intrapericardial left pneumonectomy procedure, the procedure had already been converted to a thoracotomy due to numerous adhesions. On the first firing of the device using a vascular cartridge and no buttressing, the surgeon stapled across the intra-pericardial pulmonary vein on the left. After the second beat of the heart, the staple line failed proximal to distal. The sales rep present for the procedure could not determine if the staples were properly formed or not. Blood products were ordered for the patient, but the bleeding could not be controlled and the patient expired on the table.